Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal diagonal vessel with mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.5 x 12 mm xience alpine stent delivery system (sds) was advanced to the lesion. After reaching the lesion, the physician decided that he had chosen the wrong size stent, and wanted to remove the sds and replace with a different size stent. During removal, resistance was noted in the vessel where old stents were located. After removal, it was observed that the stent had dislodged from the sds balloon, and remained in the proximal left anterior descending vessel. A 3.5 x 15 mm xience aline stent was deployed to crush the dislodged xience alpine stent again the vessel wall, and a 2.25 x 12 mm non-abbott stent was used to treat the target lesion. Post-dilatation was then performed with a good patient outcome. No additional information was provided.